Manufacturer narrative:
(B)(4). Evaluation: the customer's reported problem was vague and could not be confirmed. Quality engineering captured this complaint as f-49. The assignable cause was identified as a defective central processing unit (cpu) board. The cpu board was replaced and calibrated to resolve the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative did not report a specific problem with the flo-gard infusion pump, however requested "verification." It is unknown when this condition occurred in biomedical service. There was no patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer determined the reported condition to be related to failure code 49. This condition has the potential to interrupt delivery. No additional information is available.